Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, swelling, fistula, bleeding, inflammation, mobility.